Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and stockert generator and suffered esophageal fistula requiring surgical intervention. On post-procedure day 13, the patient was admitted to emergency room (ER) with neurological symptoms such as involuntary eye movement. Esophageal fistula was confirmed. Surgical intervention was performed. There¿s no information regarding extended hospitalization, patient¿s outcome and physician¿s causality opinion. No biosense webster, inc. Product malfunctions were reported. The overall time for ablation and last ablation cycle time at the site of the injury are unknown. There¿s no information regarding generator parameters. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.